Event description:
It was reported that this patient had received a previous isolated inappropriate shock due to t-wave oversensing with some noisy signals. It was noted that the cause of the patient's arrhythmia was a potassium deficiency. The patient had recently received an additional inappropriate shock due to t-wave oversensing. The system is being optimized to prevent this. No adverse events were reported.